Event description:
The customer reported the unit will not power on. The customer states they have replaced the batteries with a new supply and there was no other physical damage reported. The customer could not state when the issue was identified but did state there was no pt incident or injury.

Manufacturer narrative:
Conclusions: eval of the returned product confirmed the reported issue, the alarm did not power on with new batteries. The alarm does power on with a 9v adaptor and passes functional tests, the low battery chirp could not be tested because the unit did not power on with an alternate power supply. Physical evidence shows that the alarms moisture indicator is red which is due to exposure to battery acid leakage. Note: instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).